Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe will dispense about 1cc and then seems to not dispense any further without two hands and a lot of force. To aid in the investigation, four samples with no packaging flow wrap were received for evaluation by our quality team. The rubber stoppers are at 5ml, 5.5ml, 7ml and 8ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0325359. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Silicone dispersion in the barrel is being monitored to confirm consistency in our process and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time.

Event description:
It was reported that a syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that they are using posiflush, 306546, and they are having issues. The syringe will dispense about 1cc and then seems to "hit a wall" and not dispense any further without two hands and a lot of force. '' informed inquirer to hold onto the product and I will send the information over to quality for further investigation."